Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was giving "vent inop", "motor fault", "circuit disconnect", "low ve", and "low pip" alarms continuously. There was no patient involvement associated with the reported issue.